Manufacturer narrative:
(B)(4). Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for the generator prior to distribution.

Event description:
Additional information was received that the patient is doing well and replacement has not occurred to date.

Event description:
It was reported that the vns patient developed a staphylococcus aureus infection following recent prophylactic generator replacement surgery. The patient underwent surgery on (B)(6) 2015 to explant the device. The patient has not been re-implanted to date. Review of manufacturing records confirmed sterilization for the generator prior to distribution.